Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively established through this evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including stroke and infection, that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, lists infection as a potential late postimplant complication. Additionally, section 6 also outlines the recommended anticoagulation regimen, including the international normalized ratio range, as well as the suggested anticoagulation modifications. Several sections of the IFU and patient handbook provide care instructions regarding how to prevent infection, as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was due to a new large bilateral subdural hematomas, requiring lifelong anticoagulation. Patient had an acute mental status change. The likelihood of it occurring again was said to be almost guaranteed. The decision was made with the team, family, and health care proxy to change his code status to do-not-resuscitate/do-not-intubate (dnr/dni). The outcome was reported as not device or therapy related. It was said to be due to the brain bleeding. Device parameters were within normal limits. An autopsy was not intended to be performed, and the device would not return.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Additional information was received which required updates to section b3, b5, g3, and h6. H6: additional codes: e2312 - fatigue. No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was said the patient was admitted on (B)(6) 2025 with an international normalized ratio (inr) of 1.7 with a white blood cell count of 12.5 with malaise. The site was concerned that the patient was not taking their suppressive antibiotics for previous bacteremia. On (B)(6) 2025, the patient's inr dropped to 1.4. They started on intravenous heparin with no boluses therapeutic. It was reported that on (B)(6) 2025 at 9:30 am, the patient presented with aphasia, global weakness, and lethargy. They stopped the intravenous heparin and started stroke protocol. A "stat" computed tomography (CT) scan was ordered. The anticoagulation was reversed with kcentra. Following the initiation of stroke protocol, the patient experienced the first subdural hematoma. CT scan results identified bilateral mixed density subdural hematomas over bilateral cerebral hemisphere, as well as along the falx and tentorium. There was effacement of the subjacent sulci. There was no midline shift due to asymmetry of the collections, but there was partial effacement of the suprasellar and ambient cisterns. A calcified right occipital meningioma was noted, similar to prior studies. No contrast extravasation or abnormal vascularity was seen. There was no acute territorial loss of gray-white matter differentiation. The orbits were unremarkable. There was mild scattered mucosal thickening in the paranasal sinuses without fluid levels. There was no proximal occlusion or high grade stenosis in the major arteries of the head and neck. There were large bilateral subdural hematomas with sulcal effacement in the bilateral cerebral hemispheres and partial effacement of the basal cisterns. There was no associated contrast extravasation or abnormal vascularity. The patient presented with acute mental status changes at 10:15-10:20 am. They were aphasic, lethargic, and has increased confusion. The event was treated by reversing all anticoagulation. They had a neurology consultation/neurosurgical consultation. The patient's family preferred there to be no intervention and preferred withdrawal of the left ventricular assist device (lvad).

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Event description:
The site was concerned that the patient was not taking their suppressive antibiotics for previous bacteremia (MFR # 2916596-2025-07467). This was resolved with patient on chronic suppressant antibiotics, doxycycline.